Event description:
Allegedly, patient was revised due to mom complications: hip pain; elevated cobalt and chromium ion levels; malfunctioning; metallosis; burnishing on the trunnion and yellowish fluid surrounding the prosthesis: right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01202, -01204, -01205.